Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was only 2ml of water in the syringe upon opening the package.

Manufacturer narrative:
He reported event was confirmed as supplier related. The evaluation found plastic debris from the plunger stuck or trapped in between gasket and inner wall of the barrel. This caused void or channel and water leaked out. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[shape configuration and principles] bard silver lubri-sil foley tray consist of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves."

Event description:
It was reported that there was only 2 ml of water in the syringe upon opening the package.